Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR reports: 1627487-2013-03794, 1627487-2013-03795, 1627487-2013-03796 and 1627487-2013-03797. The patient reported she experienced random heating sensations at her scs ipg pocket site which would last for seconds before subsiding. The patient also reported she is unsure of whether or not system stimulation was on when the sensations occurred. Additionally, the patient reported there was no physical evidence of heating and the issue has not recurred in a couple of weeks. No additional information is available at this time.